Event description:
It was reported that the pouches of an unspecified quantity of minicaps were not properly sealed. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: additional initial reporter phone no. Is (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured from 10/14/22 to 10/21/22. H10: a nonconformance has been opened to address this issue of open/weak seals. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.